Event description:
On 08/01/2009, the pt's wife reported that the pt had been experiencing elevated blood glucose for the past few months. On one incident his blood glucose measured "hi" on his blood glucose monitor. His normal blood glucose level is 140 mg/dl. In 2009, the pt was admitted to the hospital with elevated blood glucose of 600 mg/dl. He was placed on a sliding scale and treated with medications that the wife is not able to recall. She stated the pt suffers from fluid build up around his head and he has had several infections. When the pt was discharged from the hospital he continued use of the infusion device. Troubleshooting did not reveal any product issue. The wife stated sometimes the pt forgets to bolus for meals and he may not calculate his bolus amounts correctly. The pt did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.